Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The analyst noted that the lead was returned with the helix partly extended and tissue was visible. The helix was noted to extend and retracts within specification. (B)(4).

Event description:
It was reported that, during attempted implant, the patient's right atrial (ra) lead would not stay fixed in a stable location after multiple attempts. The patient was in atrial fibrillation (af) during the procedure. The ra lead was removed and not implanted. No patient complications have been reported as a result of this event.